Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): driver blocked, screen blank. Driver blocked, unable to remove the line and screen went blank during antibiotic infusion on a patient with sepsis.

Manufacturer narrative:
(B)(4). Result of examination: the device was found heavily contaminated and showed age-based marks of use. The ribbon cable was heavily kinked and the lever of the operating unit was found broken. The history files were read and analyzed. No "drive blocked" entries were logged in the history files. Two device alarms were found logged, which indicates a faulty lc-display. The device passed the self test with a positive result. The spaceline, which was engaged for testing purposes was dependably identified and could be selected. A long term test was performed. Within this test the reported error message "drive blocked" did not occur. However, after the test was stopped, the display went blank and after a short time device alarm 2119 was prompted in the display. This alarm was caused by the kinked ribbon cable. Inside the device we found several damages caused by ingressed fluid. No damages, which were able to cause a blocked drive were found. The blank display was caused by a kinked ribbon cable, generated by a heavily amount of fluid. The sample has to be subjected to a use out of its specification. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test; protect the device and the power supply against moisture.